Event description:
Technician alleged bed drifting down in up positon.

Manufacturer narrative:
Technician checked hi/low drive. Brake washer was cracked and bearing looked worn. He replaced brake washer and bearing and cleaned brake drum and spring to resolve. Pursuant to our response to warning letter 2008-dt-04, hill rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.